Event description:
It was reported that the user experienced hyperglycemia while the dexcom g7 sensor failed to pair with the ilet, and the dexcom app displayed downward trend arrows; the sensor was subsequently guided through pairing and began pairing. Symptoms included elevated blood glucose of 252 mg/dl for about one hour without acute complications, and ketone testing showed trace ketones. Outcomes included no need for professional medical intervention and no alerts or alarms from the system. Investigation included technical troubleshooting and user education. Investigation of this case revealed a pairing failure between the cgm and the ilet that coincided with the hyperglycemia. It was concluded that the event involved transient hyperglycemia associated with a cgm-to-pump pairing issue, with resolution through sensor pairing guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.